Manufacturer narrative:
The rotational locking mechanism was repaired by the service engineer. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
A service call was scheduled for a rotational lock slip repair on the ort100. There was no patient involvement.